Event description:
Post implant complications: retroperitoneal bleed followed by atrial fibrillation and confusion. Patient was transferred to sicu where they received four units packed red blood and was hypertensive.